Event description:
It was reported that the bedside monitor (bsm) dropped out of network during patient monitoring activities. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the wlan station (qi-430pa) attached to the bsm would not power on. The unit was sent in to the nka repair center for evaluation. The reported issue could not be duplicated at the repair center. There was no patient harm reported. Service requested / performed: repair / evaluation. Investigation summary: the root cause of this issue cannot be determined as the issue could not be duplicated during the evaluation. The device was functioning normally and was tested at the repair center. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is medium. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: cns: model #: ni serial #: ni wlan station: model #: qi-430pa serial #: (B)(6). Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
It was reported that the bedside monitor (bsm) dropped out of network during patient monitoring activities. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. The following devices were being used in conjunction with the bsm: cns: model and serial are not known as attempts to obtain information were made, but not provided qi-430pa (serial number: (B)(4)).

Event description:
It was reported that the bedside monitor (bsm) dropped out of network during patient monitoring activities. No consequence or impact to the patient was reported.